Manufacturer narrative:
The customer was provided with a replacement electrodes tray. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to treport that the new electrodes tray was not being recognized by their device. As a result, defibrillation would not be available, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to treport that the new electrodes tray was not being recognized by their device. As a result, defibrillation would not be available, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The electrode tray was returned to stryker product analysis center (pac). A stryker pac technician further evaluated the electrode tray and confirmed the reported issue. A test shock was performed with the electrode tray with no discrepancies observed. The electrode tray was archived by stryker. The root cause of the reported issue was the electrodes tray. The device remains with the customer.